Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), device dislocation ("migrated to her ovaries") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, obesity, unspecified, malignant neoplasm of uterus, part unspecified, abdominal pain, splenic cyst, dysmenorrhea, milk allergy and uterine bleeding. Concomitant products included cetirizine, docusate, ibuprofen and paracetamol (acetaminophen). In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), inflammation ("inflammation"), cyst ("cysts") and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal, hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, allergy to metals, dyspareunia, tooth disorder, inflammation, cyst, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered allergy to metals, cyst, device dislocation, dyspareunia, genital haemorrhage, inflammation, pelvic pain, tooth disorder, uterine enlargement, uterine leiomyoma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (b)(6 2014: normal appearing lung bases. No acute findings identified in the abdomen or pelvis. 2. 3 cm rim-calcified cyst in the spleen. Presumably related to remote infection. The essure coil devices appear to reside partially within the fallopian tubes and partially within the endometrial cornua bilaterally. 3 cm rim-calcified cyst in the spleen. Presumably related to remote infection. Ultrasound scan - on (B)(6) 2014: echogenic structure seen between the uterus and right ovary which may represent an essure coil. Concerning the injuries reported in the following case, the following events were reported in patient's medical record: migrated to her ovaries. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.